Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation with the drg system. As a result, surgical intervention was undertaken wherein the system was explanted and replaced with an scs system.